Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts lifted distally from the stent profile. The undamaged proximal side was measured and was within the specification set. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a non-bsc guidewire was inserted, a 3.50 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent was noted to be lifted. The procedure was completed with a 3.5x8mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a non-bsc guidewire was inserted, a 3.50 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent was noted to be lifted. The procedure was completed with a 3.5x8mm non-bsc stent. No patient complications were reported.